Event description:
Technical services received a call on (B)(6)2012 from sales rep. The lead was implanted on (B)(6)2000. Rep commented that the lead has perforated and there is intermittent capture. Ts doubted it perforated or far field should bet an x-ray to ensure not a make break scenario. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).